Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned for analysis.

Event description:
It was reported that the lead would not stay in the atrium how the doctor would have liked. The lead was not used and a screw-in lead was used instead. No patient complications were reported as a result of this event.